Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a uti, but it was unknown when the uti started. They patient stated that they thought they had an appointment scheduled with their healthcare provider on (B)(6) 2017 to address the uti. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.